Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "when the patient's sugar is low the patient gets dizzy, the patient is blurred. The patient reported they were not able to get a result from the meter. The meter allegedly was prompting "clean test area". There was no result obtained from the patient's meter. There was no result obtained from any other source. There was no comparison between patient's meter and any other device. There was no treatment. No further information has been reported.